Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl to "high" and "cirrhosis of the liver"; cause was not known. Customer went to the emergency room with high ketones and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.